Event description:
Initial implant failed (#7): patient got something stuck in tissues. Curetted out and grafted area and healed well for 6-8 months. Placed replacement implant and it totally failed/infected and was removed.